Event description:
Customer stated that she has been experiencing high blood glucose. She is not sure why the blood glucose readings have been high. Customer was in the 300 range. Customer treated with manual injection. Customer reported a hospitalization that happened a few years ago. Customer had a low blood glucose due to over-correcting with manual injection. The blood glucose reading at the time of the event was 64 mg/dl. Customer had drank some juice. The paramedics were called to transport her to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.